Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an iLet user experienced sustained high blood glucose after running out of insulin earlier in the day, missing a meal announcement, and then resuming insulin delivery with a steel cannula infusion set in which the plastic needle guard remained in place, resulting in inadequate insulin delivery; troubleshooting and education were provided, including site change and tubing fill, and the issue was attributed to an infusion set deployed incorrectly or the connector not attached correctly. Symptoms included hyperglycemia with blood glucose readings in the 300 mg/dL range. Outcomes included return to target range within several hours after the infusion set was correctly deployed, with no hospitalization. Investigation included remote troubleshooting, confirmation of proper tubing fill, site inspection, and guided infusion set replacement. Investigation of this case revealed that the plastic needle guard obstructed cannula insertion and prevented effective insulin delivery, consistent with an infusion set deployment error. It was concluded, based on previously established findings for similar reports, that use error during infusion set deployment was the most likely cause.